Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. It was reported that the patient was under 2 years old. No additional event or patient information is available. Data was provided for evaluation, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. The root cause cannot be determined post investigation. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older.